Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was over-drainage, no further information.

Manufacturer narrative:
The valve was returned in the returnkit in an unknown liquid. A visual inspection was performed and no deformation was identified on the valve. The penetrability test was carried out at a hydrostatic pressure of approximately 30-40 cmh2o in the flow direction. The test showed that the valve was penetrable. The test was performed with the miethke computer controlled testing apparatus. The valve was tested by simulating a liquor flow between 60 ml/h down to 5 ml/h and up again to 60 ml/h in vertical position. Distilled water was used as the test liquid. There was no failure detected with the valve. No further actions are required.